Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the medial segment of the lead was returned and analyzed. There were no anomalies found. It was noted that the outer tubing overlay was melted and the outer insulation had cosmetic depression. Visually it was noted that there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the medial segment of the lead was returned and analyzed. There were no anomalies found. It was noted that the outer tubing overlay was melted and the outer insulation had cosmetic depression. Visually it was noted that there was apparent explant damage. (B)(4) performance data was collected from the device and have analyzed. There was a patient alert for right ventricular pace lead impedance greater than 3000 ohms on (B)(6)-2011 03:00:03. Daily pace lead impedance log data shows an abrupt increase for ventricular pace equaling 472 to 16382 ohms peak between (B)(6)-2011 and (B)(6)-2011. Ventricular non-sustained tachycardia less than or equal to 210 ms on (B)(6)-2011 in the timeframe between 13:58:45 and 14:56:56 and ventricular fibrillation less than or equal to 210 ms average v-cycle between (B)(6)-2011 10:31:24 and (B)(6)-2011 14:42:04. Ventricular short interval count equal to 3208.0 counts avg/day, in 4.19 days, between (B)(6)-2011 10:36:13 and (B)(6)-2011 15:08:46.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing and noise. Trend data also indicated the patient alert had triggered for high impedance. The lead was cut off below the trifurcation and replaced. No patient complications have been reported as a result of this event.